Event description:
It was reported that shaft break occurred. After a 6fr non-bsc guide catheter was inserted, a 3.50 mm x 12 mm nc emerge balloon catheter was advanced for use. However, the shaft was broken inside the guide catheter. Both devices were removed together, and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. After a 6fr non-bsc guide catheter was inserted, a 3.50mm x 12mm nc emerge balloon catheter was advanced for use. However, the shaft was broken inside the guide catheter. Both devices were removed together, and the procedure was completed. There were no patient complications reported.